Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported to technical support when troubleshooting a cycler alarm that a fluid leak was observed from the cycler set pin. The patient was advised to cancel treatment and reset up with new supplies. The patient was advised to contact the peritoneal dialysis nurse. Follow up with the patient indicates that there was no complications as a result of the alleged event. There was no medical intervention. The patient discarded the cycler set.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."